Event description:
The customer reported that the curve of the cannula was incorrect, so they could not introduce it in the patient. The end user used an other cannula. The information to date suggest that the issue was identified prior to patient use. Covidien is attempting to collect further details related to this report.

Manufacturer narrative:
No sample available for analysis. Information has been added to the database for trending purposes.